Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit will not power up with known working pad-paks.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. Upon visual inspection of the returned device the upper case appeared scuffed while corrosion was observed on the contact collars and screw heads. This would indicate adverse storage conditions. The returned pad-pak was inserted into the device and the device failed to power on. This would confirm the reported fault. A test pad-pak was inserted into the device and the device failed to power on however all instructional leds were illuminated along with a flashing red status led and failure chirp. This would indicate a fault. The device was disassembled for investigation. Upon visual inspection corrosion was observed on multiple tracks on the membrane tail, the coin cell, the j11 connector and the speaker, along with signs of moisture ingress. Component u25 was replaced and the memory logs were downloaded however they appeared to be corrupt. The history log for the device showed the pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the (B)(6) 2015. Multiple manual power ups of ten minute's duration were observed in the device memory between (B)(6) 2015. The pad-pak became depleted during this time. No further investigation could be carried out due to the extensive corrosion throughout the printed circuit board. Investigation found the reported fault can be attributed to corrosion on the printed circuit board due to moisture ingress.